Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a thyroidectomy procedure. The device tissue pad was bubbling up and falling into the pt. Opened another device was pulled and they got the same results. The case was completed with traditional clamp, cut and tie. There was no adverse consequence to the pt.